Manufacturer narrative:
After thorough investigation of the complaint part and three additional parts from stock, it was found that all parts were correctly manufactured to the design print and all dimensions were within specification. We have received other complaints for this device breaking, and often times it is due to mis-use of the device. If the device is run in a reverse motion it is likely to break because the device is not designed to run in a reverse or backwards motion. This may be the cause for this device failure; however it cannot be confirmed at this time.

Event description:
It has been reported that two washers were left in the patients knee after the rotary blade broke down and was detached in the patient's knee, causing the loss of various small parts. The surgeon did not want to make a fluoroscopy control.

Manufacturer narrative:
This incident was originally determined not to be reportable. After further review with our medical advisor, it was determined it should be reported, and is being filed at this time.